Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿metal-on-metal total hip arthroplasty at five to twelve years follow-up: a concise follow-up of a previous report,¿ by j. Greiner, bs, j. Callahan, md, n. Bedard, md, s. Liu, md, d. Goetz, md, and c. Mahoney, md published in the journal of arthroplasty (2016) vol.31 pp. 1773-1778 was reviewed for MDR reportability. This article is a follow-up of a previous longitudinal analysis of the long-term results of 169 metal-on-metal (mom), cementless modular acetabular component total hip arthroplasties 5-12 years after primary surgery. Between years 5 and 12, the study identifies 7 patients who received revision surgery. All 7 patients (5 females and 2 males) showed signs of adverse local tissue reactions. Six patients had varying degrees of radiographically confirmed osteolysis: 3 cases of acetabular osteolysis and 3 cases of femoral osteolysis. Three patients had elevated serum ion levels. One pseudotumor was found intraoperatively. One patient had a hip dislocation and two hips had corrosion at the head/neck junction. None of the acetabular components had migrated and none of the removed acetabular liners showed signs of corrosion or malpositioning. None of the femoral stems underwent revision. The study mentions radiographic osteolysis that was no confirmed intraoperatively. The study identifies five patients who died during the research period, but the tha is not identified as a causative factor in any death. Longitudinal evaluation demonstrated increased rates of altr and osteolysis at longer-duration follow up. Additionally, the authors conclude that the mom bearings are inferior to the metal-on-polyethylene bearings when utilizing the same acetabular cup. Hip number 4. Patient had 2 revisions: the first revision was due to altr and blood heavy metal. The second revision was due to hip dislocation.